Manufacturer narrative:
Not available for reporting. Implant date not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent removal of a proximal femoral nail antirotation (pfna) on (B)(6) 2018. Following the surgery, the team could not remove the blade from the extraction screw. Multiple attempts were unsuccessful. It is unknown if the procedure was completed successfully. This complaint is to capture post-operation event. The need for the revision surgery is captured in related complaint (B)(4). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed part: 04.027.032s. Lot: 9353263. Manufacturing site: (B)(4). Release to warehouse date: 02.feb.2015. Expiry date: 01.jan.2025. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation selection: investigation site: (B)(4). Selected flow(s): 2. Device interaction/functional. Visual inspection: upon visual inspection of the complained device it can be seen, that the surface is showing heavy signs of usage. A forceps or similar instrument was used on the instrument. The blade is blocked in a manner that makes it impossible to lock/ unlock the device. Furthermore we found that anodized layer is partially disappeared at the damaged areas. Functional test: the relevant features are damaged in a manner which prevents accurate functional check. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents, the functionality was inspected to 100% before the part left manufacturing site. The damage was clearly caused post manufacturing by this no further review necessary summary: the complaint condition is confirmed due to the various damages and thereby the loss of functionality. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place, by this it was no longer possible to connect the extraction screw with the counterpart as foreseen. To prevent such problems, it is necessary to operate according to the technique guide. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.